Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise. Technical services advised some testing options. The system was checked in the office. The noise was reproduce with pocket manipulation in alternate mode. The patient may get an x-ray to check the system. Later, the entire system was explanted and replaced. There were no additional adverse patient effects.